Event description:
It was reported that the patient was having an abdominal pain and numbness of the leg following the implant procedure. The paddle lead was wide and the physician believed that it possibly rubbed on a nerve during insertion. The patient underwent a lead replacement procedure wherein a sixteen-contact paddle lead was implanted. The patient was doing well postoperatively, and the explanted lead was discarded by the medical facility.